Event description:
Received notification that the consumer was burned on her legs by the personal steam inhaler. The consumer sought medical attention for her burns and the medical reports state partial thickness burns with no other complications. This device is intended to be used on a flat level surface such a table, to receive burns in the manner the consumer would have to have been carrying or holding the unit while in use which is contrary to proper use instruction.